Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance measurements greater than 200 ohms one day after generator change out. This measurement was out of range. Health care professional (hcp) wanted to review lead measurements, but they were not available. Technical services (ts) noted that these measurements may take up to 45 hours to post after generator change. Ts suggested testing of other vectors with this lead. No adverse patient effects were reported. Currently, this lead remains in service.